Event description:
The customer reported the ventilator battery would not power the device. The customer reported the device was not in use therefore there was no patient involvement or harm. The customer contacted manufacturers field service (fse) for assistance. The fse spoke with the customer and they confirmed the battery was not functional upon setup. The fse provided a new battery to the customer who reported the battery was installed and the reported problem was resolved.